Event description:
It was reported a vns pt underwent generator replacement due to end of service. The generator was returned to the MFR and product analysis revealed that during manufacture of the generator, the r35 resistor could have been more optimally chosen. The out-of-limit pulsing current could potentially be a contributing factor to the end of service; however, results of the battery longevity prediction confirm that the eos condition was an expected event.